Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath clear was selected for use. During preparation, it was noted that the valve of the sheath did not close after the catheter was put into the sheath. While aspirating, a lot of air bubbles were aspirated and sucked in from the back. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.